Manufacturer narrative:
The customer reported that their central nurse's station (cns) got locked up causing the mouse, keyboard, and touch screen to not work as intended. They were able to resolve the issue by doing a hard restart of the device. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: concomitant medical products.

Event description:
The customer reported that their central nurse's station (cns) got locked up causing the mouse, keyboard, and touch screen to not work as intended. They were able to resolve the issue by doing a hard restart of the device.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) got locked up causing the mouse, keyboard, and the touchscreen to not work as intended. They were able to resolve the issue by performing a hard restart of the device. No patient harm or injury was reported. Service requested / performed: exchange. Investigation summary: the issue of peripherals freezing was resolved after rebooting the cns. As the device was not returned for evaluation, a root cause cannot be determined. The operator's manual for cns recommends rebooting the cns every three months to avoid instability. As rebooting resolved the issue, it is likely that the customer had left the machine powered on for a period longer than three months.

Event description:
The customer reported that their central nurse's station (cns) got locked up causing the mouse, keyboard, and touch screen to not work as intended. They were able to resolve the issue by doing a hard restart of the device.